Manufacturer narrative:
The actual returned device was received without the trocar for evaluation. The device was attached to a 100cc bulb reservoir. The flute end of the drain was submerged in water and the reservoir was activated. The device drained the fluid. Conclusion: the complaint sample drained the fluid and functioned as intended. Clotting is a physiological response to various precipitating factors and not specifically caused by the structure of the device. Product labeling warns that an effective closed suction system requires maintenance to preserve patency. The drain must not be allowed to occlude. All wound drainage via the drain ceases in the event of occlusion of the drain.

Event description:
International customer reported that the device clotted (occluded) resulting in poor wound drainage. No adverse patient consequences were reported.